Event description:
New information notes that the patient had a non sustained ventricular fibrillation alert. Episode showed that noise was picked up and recorded as ventricular fibrillation. Noise was noted to be external. No intervention was planned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's implantable cardioverter defibrillator had exhibited non sustained right ventricular oversensing episodes. The device was recording diaphragmatic myopotantials. It was also suspected that electromagnetic interference was the cause of oversensing, although the only electrical equipment the patient had was a continuous positive airway pressure (CPAP) and a nebuliser. No programming changes were planned and the patient would be further monitored.